Event description:
The patient experienced a minor jolt when stimulation was on, which happens randomly. It was not able to be recreated on demand and occurred at different locations of the body. This started about 2 weeks ago and around that same time he tripped but caught himself. The stimulation was turned off. The patient programmer was able to communicate with the ins. Additional information has been requested.

Manufacturer narrative:
(B)(4).